Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 10 atmospheres for 30 seconds using digital timer without issue. A vacuum was then applied. The inflation device was verified at 10 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 10 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per pcb2cm specification the rated burst pressure for this device is 10 atmospheres. No issues were noted with the tip section of the device. A visual examination found no issue with the marker bands. A visual and tactile examination found that the shaft was free from kinks or damage.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified common, superficial and below the knee artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at 6 atmospheres for 30 seconds upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications, and the patient is in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified common, superficial and below the knee artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at 6 atmospheres for 30 seconds upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications, and the patient is in good condition after the procedure.